Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that the patient had their system explanted on (B)(6) 2019, due to an erosion at the pocket site. The erosion was removed by the physician and sutured up. The patient is stable.